Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the sureform 60 stapler was disposed. Although the complaint regarding non intuitive was not confirmed by failure analysis since the sureform 60 stapler was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The probable root cause of non-intuitive motion cannot be determined based on the information provided. Since the sureform 60 stapler was not returned, the reported event was unable to be confirmed or replicated. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler was not recognized by the system at first and when finally connected it would not respond and move in the opposite direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed the issue occurred when the surgeon¿s head was inside the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument was not static. The instrument moved in the opposite of intended direction. There was no shakiness and/or friction. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The instrument was removed, and a backup instrument was used to resolve the issue. There was no injury to the patient. The instrument was disposed of and will not be returned. The photographic images of the device(s) or a video recording of the procedure are unavailable for isi review.